Event description:
Balloon trocar was inserted and inflated, upon inflation of the balloon, the balloon ruptured. Second balloon trocar obtained; again upon inflation, balloon ruptured. All parts of balloon trocar accounted for. Sales rep was present for case and witnessed incident. No harm to patient. Both devices came from the same lot number.